Manufacturer narrative:
The embolic material was not returned for evaluation as it was consumed in the event. Therefore, the complaint of catheter entrapped issue could not be confirmed, and the event cause could not be determined. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Per our instructions for use (IFU): do not allow more than 1 cm of liquid embolic material to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive liquid embolic material reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. Difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles); vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. Liquid embolic material reflux along the distal tip of the micro catheter: apart from the risk of ischemic complications due to unintended embolization, significant reflux may result in entrapment of the micro catheter causing difficult removal. The amount of reflux that can be accepted must always be compared to the angio-architecture of the malformation to minimize risk of unintended embolization or difficult catheter removal. In general, minimize the reflux to less than 1 cm along the distal tip of the micro catheter. All other factors may affect this limit. Should catheter removal become difficult, the following technique may assist in catheter retrieval: carefully pull the catheter to assess any resistance to removal; if resistance is felt, remove any ¿slack¿ in the catheter; gently apply traction to the catheter (approximately 3-4 cm of stretch to the catheter); hold this traction for a few seconds and release; assess traction on vasculature to minimize risk of hemorrhage; this process can be repeated intermittently until catheter is retrieved; when using ev3 micro catheters, do not apply more than 20 cm of traction to catheter, to minimize risk of catheter separation. For entrapped catheters: under some difficult clinical situations, it may safer to leave a flow-directed catheter in the vascular system, rather than risk rupturing the malformation and, consequently a hemorrhage, by exercising too much traction on an entrapped catheter; this is accomplished by stretching the catheter and cutting the shaft near the entry point of vascular access allowing the catheter to remain in the artery; if catheter breaks during removal, distal migration or coiling of the catheter may occur; same day surgical resection should be considered to minimize risk of thrombosis. All products are 100% inspected for damages and irregularities during manufacture. Linked events: 2029214-2017-00774 2029214-2017-00775 .

Event description:
Medtronic received report that during the liquid embolic embolization, there was an allegation that the catheter was stuck and separated when pulled. One half of the catheter was reported to have been left in the patient. Post intervention, the patient was asymptomatic. The anatomy may have been severely tortuous as the treating vessel was deep. The device was not surgically removed, as the patient was noted to have a high morbidity.